Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would fully rewind during the changing of the cartridge procedure, but that it did not fully load the cartridge. Troubleshooting revealed no service alarms, and all pump settings, date/time and basal rate settings were correct. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012: a bad force sensor calibration (low) found during investigation; intermittent force sensor connection, contaminated force sensor, and high resistance force sensor all found during investigation. An ezprime operation was performed with no difficulties; the piston rod did not stop at 202u when performing the load step. The pump fails force sensor calibration check (low).review of the black box shows several rewind and align steps occurring in succession on the reported event date. The pump was primed and pump was used until (B)(4) 2012. The pump was exercised for 24hrs with no loss of prime warnings. Pump was opened after testing: a crooked old display was observed. The force sensor flex pins partially dislodged from printed circuit board sockets. A contaminated force sensor spoke shim found during investigation. The force sensor fails resistance specification (high).unrelated to complaint, battery compartment was cracked ; battery cap stripped and will not properly power up. Test cap was used for testing purposes. The bolus button is punctured in the center of the cover; still functional . Keypad buttons "contrast, up, and, down a" a respond intermittently. Contamination around all button contacts was observed. Recall - 2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.